Manufacturer narrative:
(B)(4). Date sent: 8/31/2023. D4: batch #316c68. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage and with two reloads (b and c) present. The reload (b) batch 524a79 was received fully fired, the swing tab in the locked position and the knife not completely within the doghouse. The reload (c) batch 119c04 was received with the swing tab in the unlocked position. The reload had the proximal 7 drivers up without staples, and the remaining drivers down with staples present. The device was tested for functionality with the returned reload (c) the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is followed. The event reported was confirmed and it is related to improper use of the device. It is possible that the knife exposed noted on the reload is consistent with the firing knob not returning completely prior to opening the device causing the knife not returned completely to its home position. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reload b: sr75, fully fired 524a79, knife exposed, locked reload c; sr75,119c04, unlocked, 7 drivers up a manufacturing record evaluation was performed for the finished device batch number 316c68, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/19/2023. D4 batch # unk concomitant product: (B)(4) 75 mm ntlc selectable reload sr75. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap appendectomy the ntlc75 was opened and loaded with the first sr75 and fired - staples formed and knife cut tissue. A second sr75 was opened and loaded on the same ntlc75. However, before the ntlc was assembled together it was noted that the knife was exposed and hence could not be fired. Another brand of linear cutter was opened to complete the procedure. There were no patient consequences.